Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the doctor felt resistance and the angio-seal device failed to deploy. Hemostasis was completed using a cordis exoseal. There was no blood loss, and the patient was stable. Additional information was received on february 22, 2018. There was no component left in the patient. Downhill angioplasty was performed prior to the angio-seal. They were unable track the device through.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation and a correction. It was marked, device not returned to manufacturer inadvertently in the initial report. However, the device was returned. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned with the hemostatic sheath and arteriotomy locator. The returned device was subjected to visual analysis where blood like substance was found on all returned components. The arteriotomy locator was returned mated with the hemostatic sheath. The transition point between the hemostatic sheath and the arteriotomy locator were examined for a gap that would contribute to resistance. No abnormal gap was found at the transition point. Additionally, the arteriotomy locator tip was inspected for damage. No damage was observed. The outer diameter for the arteriotomy locator was measured to be within the specification. The carrier tube had a bend present. The bypass tube was present covering the anchor and collagen. Neither the anchor nor collagen had evidence of being exposed to a blood like substance. The deployment sleeve was in the forward lock positon with the color bands concealed. There is no evidence that this event was related to a device defect or malfunction. Based on the returned device the source of the resistance the physician reportedly experienced could not be determined. Since the hemostatic sheath and arteriotomy locator are inserted into the artery prior to the carrier tube assembly, the bend in the carrier tube assembly would not have affected the reported insertion difficulties. Off axis forces have been known to cause bends and kinks in the carrier tube assembly.